Event description:
Issue is related to the implantation of the proxifuse in the 3rd lesser toe. During the implant procedure, the physician encountered resistance on placement of the first anchor. The implant shaft became bent as the device separated from the delivery tool, preventing final placement of the device. The first anchor was securely lodged in the bone. The surgeon cut the suture and used a 2.4mm screw to complete the fusion. The procedure was completed with a minor delay.